Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was involved in an unspecified patient incident (medication, dose, programmed amount and delivery rate unknown) at an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device passed the flow accuracy testing.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.  The reported condition was not verified.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.